Event description:
It was reported the patient complained because his scs patient controller (pc) displayed a message regarding the generator was "empty and contact the doctor". A company representative met the patient and upon evaluation of the patient's scs system, the clinician programmer indicated the generator may had reached the end of service. The next course of action was undetermined at this time.